Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that could not be calibrated. Device was not in clinical use at time of event and no reports of end user harm or injury. He customer also reported that the bottom portion of the touchscreen was unresponsive. The customer was provided with the part number for a replacement touchscreen.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The engineer provided their analysis findings and provided the customer with guidance to resolve the issue; however, the final disposition of the device could not be confirmed, as the customer did not respond to multiple requests for additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.